Event description:
It was reported, "a broken PICC in a patient. I am the supervisor and we had a PICC break apart during removal. Half was left in the patient. We snared it out and have both pieces." No other information was provided. Additional information received 05/02/2024: it was reported, "s/l PICC line placed in rt ij. Lot# rehu2613. Date of event was 04/29/24. No patient impact."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation revealed use residues throughout the returned product. The catheter was broken just proximal to the 9 cm depth marker. A tactile evaluation of the catheter revealed tensile weakness in the distal fragment of the returned catheter. No significant tensile weakness was observed along the proximal fragment of the returned catheter. A microscopic observation revealed the proximal break site to have a granular fracture surface with some sections of the break having a sharp, uneven fracture surface. The proximal break site appeared to have a slight elliptical shape. Some material wear was observed along one area of the fracture edges. The distal break site appeared to have abundant blood use residues occluding the distal portion of the catheter. The distal break site appeared to have an elliptical shape with a granular fracture surface. Some material wear was observed along one area of the fracture edges of the distal break site. Based on the characteristics of the returned catheter break, the cause of failure appears to be a combination of flexural fatigue, or cyclic kinking of the catheter at the securement site, along with potentially tensile (pulling) forces applied to the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "a broken PICC in a patient. I am the supervisor and we had a PICC break apart during removal. Half was left in the patient. We snared it out and have both pieces." No other information was provided. Additional information received (B)(6) 2024: it was reported, "s/l PICC line placed in rt ij. Lot# rehu2613. Date of event was (B)(6) 2024. No patient impact."